Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that the system displayed overvoltage error messages. This error causes the system to shut down. There is no report of injury or death associated with this event.